Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set detachment event on (B)(6) 2025. The site of detachment was from tubing connector. The insertion site was upper thigh. The infusion set was in use for four days and 2 days. No further information available.